Event description:
It was reported the patient is experiencing a "knot" near his lead implant site that is tender to touch. The patient was advised to consult with the physician. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.